Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated at 500 mg/dl. Customer brought bg levels back to target by administering a manual injection.